Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-may-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer. The fse advised the customer to power down the analyzer and to manually move the pusher arm from left to right. The was able to push the arm until the movement of the arm was smooth. The fse advised the customer to blow out the loader with canned air while repeatedly moving the pusher arm left to right. The fse then advised the customer to power the analyzer back on and run patient samples. The customer reported patients ran with no errors encountered. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause of the reported event was the sampling unit an object in loader mechanism.

Event description:
On (B)(6) 2017, a customer reported a x axis error's with their g8 analyzer. The customer attempted to rotate from maintence but the belt did not move. The customer is unable to run hba1c patient samples. A field service engineer (fse) ) spoke to the customer to troubleshoot the event which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.